Manufacturer narrative:
The lead remains inservice and has not been returned. If any additional information related to this incident becomes available, this event will be updated.

Event description:
Boston scientific crm received information that during a replacement for a cardiac resynchronization therapy defibrillator (crt-d) due to safety mode for a patient who had been exposed to colorectal radiation. When the physician was removing the right atrial (ra) lead from the ra port, the lead separated between is-a cathode and anodal ring. Medical adhesive (ma) was applied to repair the lead. The lead was put into the new device, and the physician pulled the lead because it was tight and the cathode held but anode stretched out. The physician pushed it back together and repaired it with ma and lead stabilizer. A technical services consultant discussed the difference between spring clips and setscrew contact and also suggested using an adapter rather than ma and/or lead stabilizer.